Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), pruritus ("itching"), menorrhagia ("prolonged, abnormal menses"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramps"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety") and procedural pain ("painful procedure"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, followed by hysterectomy ). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, pruritus, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, fatigue, dysgeusia, weight fluctuation, anxiety and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, pruritus, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, fatigue, dysgeusia, weight fluctuation, anxiety and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was confirmed full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A bilateral salpingectomy was performed around 5 years after insertion followed by hysterectomy. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 787008) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2010, loop electrosurgical excision procedure in 2011, multigravida, parity 4 (4 normal spontaneous vaginal deliveries), sexually transmitted disease in 2008, headache, colposcopy, abortion and chlamydial infection. Concurrent conditions included pap smear abnormal, postpartum depression, lightheadedness, dizziness, constipation, cessation of smoking, hypertension, vaginal discharge, yeast vaginitis, itching, amenorrhea and cervical intraepithelial neoplasia. Family history included uterine bleeding (multiple family members required hysterectomy for irregular bleeding). Concomitant products included medroxyprogesterone acetate (depo-provera) since 2011 to (B)(6) 2018 for contraception, bleeding menstrual heavy and cramp in lower abdomen as well as paracetamol (tylenol regular). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 29 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain / loss - weight gain"), hypertension ("high blood pressure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/ being unable to engage in sex"), stress ("stress"), dysgeusia ("metallic taste in her mouth(metal taste in mouth)"), fatigue ("fatigue"), migraine ("migraine headaches/ migraines"), headache ("headaches"), menorrhagia ("prolonged, abnormal menses/abnormal & prolonged periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and rash ("rashes"). On an unknown date, the patient experienced arthralgia ("hips pain"), anxiety ("anxiety"), abdominal pain ("severe abdominal cramps"), abdominal pain lower ("severe, lower abdominal pain"), procedural pain ("painful procedure"), back pain ("severe back pain"), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), pruritus ("itching") and loss of libido ("lack of sexual urges"). The patient was treated with ibuprofen, oxycocet (percocet), cyclobenzaprine, ferrous sulfate, vitamins nos, sumatriptan, amlodipine besilate (amlodipine besylate), triamterene, estrogen nos (estrogen) and surgery (bilateral salpingectomy on (B)(6) 2016, followed by hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, hypertension, female sexual dysfunction, arthralgia, anxiety, stress, abdominal pain, abdominal pain lower, procedural pain, back pain, menorrhagia and loss of libido outcome was unknown, the genital haemorrhage had not resolved and the dysgeusia, fatigue, migraine, headache, dysmenorrhoea, dyspareunia, rash and pruritus had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, stress and weight increased to be related to essure. The reporter commented: four coils were seen at the ostia of the left tube after the essure device was deployed. The right fallopian tube ostia was then visualized, again the essure device was inserted without difficulty and deployed per manufacturer protocol. Three coils were seen from the extent of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on (B)(6) 2014: acute migraine headache -negative. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes smear cervix - in (B)(6) 2013: negative.; in 2014: within normal limits with negative hpv. Ultrasound pelvis - on (B)(6) 2015: normal size uterus.; in (B)(6) 2013: within normal limits. Ultrasound scan vagina - on (B)(6) 2016: uterus was anteverted. On (B)(6) 2011, bilateral tubal ostia were visualized. Abnormal pap smear was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received : event pt of weight fluctuation was updated to weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787008) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2010, loop electrosurgical excision procedure in 2011, multigravida, parity 4 (4 normal spontaneous vaginal deliveries), sexually transmitted disease in 2008, headache, colposcopy, abortion and chlamydial infection. Concurrent conditions included pap smear abnormal, postpartum depression, lightheadedness, dizziness, constipation, cessation of smoking, hypertension, vaginal discharge, yeast vaginitis, itching and amenorrhea. Family history included uterine bleeding (multiple family members required hysterectomy for irregular bleeding). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, bleeding menstrual heavy and cramp in lower abdomen as well as paracetamol (tylenol regular). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), hypertension ("high blood pressure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), arthralgia ("hips pain"), anxiety ("anxiety"), stress ("stress"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), migraine ("migraine headaches/ migraines"), headache ("headaches"), abdominal pain ("severe abdominal cramps"), abdominal pain lower ("severe, lower abdominal pain"), procedural pain ("painful procedure"), back pain ("severe back pain"), menorrhagia ("prolonged, abnormal menses/abnormal & prolonged periods"), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching") and loss of libido ("lack of sexual urges"). The patient was treated with ibuprofen, oxycocet (percocet), cyclobenzaprine, ferrous sulfate, vitamins nos, sumatriptan, amlodipine besilate (amlodipine besylate), triamterene, estrogen nos (estrogen) and surgery (bilateral salpingectomy on (B)(6) 2016, followed by hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight fluctuation, hypertension, female sexual dysfunction, arthralgia, anxiety, stress, dysgeusia, fatigue, abdominal pain, abdominal pain lower, procedural pain, back pain, menorrhagia, dysmenorrhoea, dyspareunia, rash, pruritus and loss of libido outcome was unknown, the genital haemorrhage had not resolved and the migraine and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, stress and weight fluctuation to be related to essure. The reporter commented: four coils were seen at the ostia of the left tube after the essure device was deployed. The right fallopian tube ostia was then visualized, again the essure device was inserted without difficulty and deployed per manufacturer protocol. Three coils were seen from the extent of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on (B)(6) 2014: acute migraine headache -negative. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes smear cervix - in january 2013: negative.; in 2014: within normal limits with negative hpv. Ultrasound pelvis - on (B)(6) 2015: normal size uterus.; in (B)(6) 2013: within normal limits. Ultrasound scan vagina - on (B)(6) 2016: uterus was anteverted. On (B)(6) 2011, bilateral tubal ostia were visualized. Abnormal pap smear was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787008) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2010, loop electrosurgical excision procedure in 2011, multigravida, parity 4 (4 normal spontaneous vaginal deliveries), sexually transmitted disease in 2008, headache, colposcopy, abortion and chlamydial infection. Concurrent conditions included pap smear abnormal, postpartum depression, lightheadedness, dizziness, constipation, cessation of smoking, hypertension, vaginal discharge, yeast vaginitis, itching, amenorrhea and cervical intraepithelial neoplasia. Family history included uterine bleeding (multiple family members required hysterectomy for irregular bleeding). Concomitant products included medroxyprogesterone acetate (depo-provera) since 2011 to july 2018 for contraception, bleeding menstrual heavy and cramp in lower abdomen as well as paracetamol (tylenol regular). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), hypertension ("high blood pressure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), arthralgia ("hips pain"), anxiety ("anxiety"), stress ("stress"), dysgeusia ("metallic taste in her mouth(metal taste in mouth)"), fatigue ("fatigue"), migraine ("migraine headaches/ migraines"), headache ("headaches"), abdominal pain ("severe abdominal cramps"), abdominal pain lower ("severe, lower abdominal pain"), procedural pain ("painful procedure"), back pain ("severe back pain"), menorrhagia ("prolonged, abnormal menses/abnormal & prolonged periods"), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching") and loss of libido ("lack of sexual urges"). The patient was treated with ibuprofen, oxycocet (percocet), cyclobenzaprine, ferrous sulfate, vitamins nos, sumatriptan, amlodipine besilate (amlodipine besylate), triamterene, estrogen nos (estrogen) and surgery (bilateral salpingectomy on 30018456482016, followed by hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight fluctuation, hypertension, female sexual dysfunction, arthralgia, anxiety, stress, abdominal pain, abdominal pain lower, procedural pain, back pain, menorrhagia and loss of libido outcome was unknown, the genital haemorrhage had not resolved and the dysgeusia, fatigue, migraine, headache, dysmenorrhoea, dyspareunia, rash and pruritus had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, stress and weight fluctuation to be related to essure. The reporter commented: four coils were seen at the ostia of the left tube after the essure device was deployed. The right fallopian tube ostia was then visualized, again the essure device was inserted without difficulty and deployed per manufacturer protocol. Three coils were seen from the extent of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on (B)(6) 2014: acute migraine headache -negative. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes smear cervix - in (B)(6) 2013: negative.; in 2014: within normal limits with negative hpv. Ultrasound pelvis - on (B)(6) 2015: normal size uterus.; in (B)(6) 2013: within normal limits. Ultrasound scan vagina - on (B)(6) 2016: uterus was anteverted. On 03-jan-2011, bilateral tubal ostia were visualized. Abnormal pap smear was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (batch no. 787008) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2010, loop electrosurgical excision procedure in 2011, multigravida, parity 4, sexually transmitted disease in 2008, headache, vaginal delivery, colposcopy, abortion and chlamydial infection. Concurrent conditions included pap smear abnormal, postpartum depression, lightheadedness, dizziness, constipation, ex-smoker, hypertension, vaginal discharge, yeast vaginitis, itching and amenorrhea. Family history included uterine bleeding (multiple family members required hysterectomy for irregular bleeding). Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol regular). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), pruritus ("itching"), menorrhagia ("prolonged, abnormal menses"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramps"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuation"), anxiety ("anxiety") and procedural pain ("painful procedure"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy on (B)(6) 2016, followed by hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, pruritus, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, fatigue, dysgeusia, weight fluctuation, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, pruritus and weight fluctuation to be related to essure. The reporter commented: four coils were seen at the ostia of the left tube after the essure device was deployed. The right fallopian tube ostia was then visualized, again the essure device was inserted without difficulty and deployed per manufacturer protocol. Three coils were seen from the extent of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: acute migraine headache -negative. Hysterosalpingogram - in april 2011: confirmed full occlusion of fallopian tubes smear cervix - in january 2013: negative.; in 2014: within normal limits with negative hpv. Ultrasound pelvis - on (B)(6) 2015: normal size uterus.; in april 2013: within normal limits. Ultrasound scan vagina - on (B)(6) 2016: uterus was anteverted. On (B)(6) 2011, bilateral tubal ostia were visualized. Abnormal pap smear was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number added.historical conditions, concomitant conditions,concomitant drugs, treatment drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787008) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in (B)(6), loop electrosurgical excision procedure in (B)(6), multigravida, parity 4 (4 normal spontaneous vaginal deliveries), sexually transmitted disease in (B)(6), headache, colposcopy, abortion and chlamydial infection. Concurrent conditions included pap smear abnormal, postpartum depression, lightheadedness, dizziness, constipation, cessation of smoking, hypertension, vaginal discharge, yeast vaginitis, itching and amenorrhea. Family history included uterine bleeding (multiple family members required hysterectomy for irregular bleeding). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception, bleeding menstrual heavy and cramp in lower abdomen as well as paracetamol (tylenol regular). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), hypertension ("high blood pressure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), arthralgia ("hips pain"), anxiety ("anxiety"), stress ("stress"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), migraine ("migraine headaches/ migraines"), headache ("headaches"), abdominal pain ("severe abdominal cramps"), abdominal pain lower ("severe, lower abdominal pain"), procedural pain ("painful procedure"), back pain ("severe back pain"), menorrhagia ("prolonged, abnormal menses/abnormal & prolonged periods"), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching") and loss of libido ("lack of sexual urges"). The patient was treated with ibuprofen, oxycocet (percocet), cyclobenzaprine, ferrous sulfate, vitamins nos, sumatriptan, amlodipine besilate (amlodipine besylate), triamterene, estrogen nos (estrogen) and surgery (bilateral salpingectomy on (B)(6) 2016, followed by hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight fluctuation, hypertension, female sexual dysfunction, arthralgia, anxiety, stress, dysgeusia, fatigue, abdominal pain, abdominal pain lower, procedural pain, back pain, menorrhagia, dysmenorrhoea, dyspareunia, rash, pruritus and loss of libido outcome was unknown, the genital haemorrhage had not resolved and the migraine and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, stress and weight fluctuation to be related to essure. The reporter commented: four coils were seen at the ostia of the left tube after the essure device was deployed. The right fallopian tube ostia was then visualized, again the essure device was inserted without difficulty and deployed per manufacturer protocol. Three coils were seen from the extent of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on (B)(6) 2014: acute migraine headache -negative. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes smear cervix - in (B)(6) 2013: negative.; in (B)(6): within normal limits with negative hpv. Ultrasound pelvis - on (B)(6) 2015: normal size uterus.; in (B)(6) 2013: within normal limits. Ultrasound scan vagina - on (B)(6) 2016: uterus was anteverted. On (B)(6) 2011, bilateral tubal ostia were visualized. Abnormal pap smear was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. New events added: hips pain, headaches, rashes, apareunia (inability to have sexual intercourse), stress, lack of sexual urges, inability to have sex, pain and high blood pressure. The patient was treated with ibuprofen, oxycocet (percocet), cyclobenzaprine, ferrous sulfate, vitamins nos, sumatriptan, amlodipine besilate (amlodipine besylate), triamterene and estrogen nos (estrogen). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A bilateral salpingectomy was performed around 5 years after insertion followed by hysterectomy. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.